Event description:
Same case as MFR report #3005099803-2008-01308. It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the guidewire port split. A trapezoid rx lithotripter basket had been selected and advanced into the pt. After one retrieval attempt, the guidewire port split. The device was exchanged for another trapezoid rx lithotripter basket and the same malfunction occurred. The procedure was completed with an unk type non-bsc device. There were no pt complications reported with the pt's current condition listed as "fine".